Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo, o2 ventilator inoperative condition occurred (screen did not respond) while in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy evo, o2 was returned to the manufacturer service center for evaluation, and the reported issue was not duplicated by operational checking performed. During the evaluation it was noted that the technician checked the event log and confirmed that error code e-202 (speaker failure) had been logged at the occurrence of the reported event. A test was performed as verification, and the device passed it. Since e-202 was generated at the time of the event, it is assumed that the touch panel not responding issue and the error indicating a speaker failure occurred due to the influence of a temporary failure which occurred in system board. The display board was replaced to address the issue. Additionally, the speaker assembly was replaced to address the issue of e-202. The display was also replaced preventively since the possibility of a display failure could not be ruled out. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. The device passed all final testing.

Event description:
The manufacturer received information alleging a trilogy evo, o2 ventilator inoperative condition occurred (screen did not respond) while in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.